Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device randomly shuts off. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Caller advised that he tried a new power switch overlay via replacing the front bezel and has tried a different pm pcb, but still has the issue. Advised caller to replace the ui pcb. Other information is still pending.

Manufacturer narrative:
H11: patient/user involvement: it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. No further patient information could be obtained. Due to the lack of additional information, the alleged malfunction could not be confirmed. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any part or repair has been conducted. If additional information becomes available at a later date, a supplemental report will be submitted.